Event description:
It was reported that the radical 7 display consistently changes on its own, and does not stay in the monitoring screen. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the screens were displayed randomly. The audible and visual status indicators, were functioning. The issue was attributed to an open circuit on the touchscreen assembly. The open circuit was most likely caused by a post factory process.

Manufacturer narrative:
Corrected data: the statement below is to be added at the end of the narrative found in follow up # 001. The returned device was evaluated. During this testing the unit was able to power on however the device began to display different screens randomly. The audible and visual status indicators, were functioning. The touchscreen assembly was found to have an open circuit. A review of the history for this device was performed and it was concluded that the device was in the field for over two (2) years with no previous returns for servicing or other issues prior to the reported event. Corrected data: the date below is the correct manufacturer received date in follow up # 001; 01/08/2016.

Manufacturer narrative:
The device was returned to masimo for evaluation. Once the investigation on the unit is performed, a follow up will be submitted.